Event description:
There was an allegation of questionable results from cobas the e 411 disk analyzer for qc material and patient samples. The sample tested for estradiol g3 elecsys had an initial result less than the measuring range of the assay. The repeat result was >300. The unit of measure was not provided. The repeat results were believed to be correct. The questionable results were reported outside of the laboratory. The estradiol reagent lot number was 59031101 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer found there was an issue with the measuring cell and replaced it. He ran a blank cell calibration and the customer ran qc that passed. The investigation determined the service actions resolved the issue.